Event description:
This spontaneous report was received on (B)(4) 2013, from a (B)(6) female consumer reporting for self from the united states. The medical history included high blood pressure. The concomitant medication included lisinopril daily for high blood pressure. On (B)(6) 2013, the consumer used o.b. Ultra absorbency tampons, vaginally one tampon once for menstruation (lot number 3172m7664 and expiration date unspecified). On the same day, she noticed that the string from the tampon completely came out in one long piece while removing the tampon and the whole tampon was stuck in her vagina. Within fifteen minutes, she was able to remove it completely by herself. The consumer mentioned that, she was using the ob tampons since she was (B)(6). She continued to use the device. This report was assessed as non serious and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 08-may-2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4).

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting for self from the united states. The medical history included high blood pressure. The concomitant medication included lisinopril daily for high blood pressure. On (B)(6) 2013, the consumer used o.b. Ultra absorbency tampons, vaginally one tampon once for menstruation (lot number 3172m7664 and expiration date unspecified). On the same day, she noticed that the string from the tampon completely came out in one long piece while removing the tampon and the whole tampon was stuck in her vagina. Within fifteen minutes she was able to remove it completely by herself. The consumer mentioned that, she was using the ob tampons since she was (B)(6). She continued to use the device. This report was assessed as non serious and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on 21-jun-2013. The consumer provided a valid lot number with the complaint. Manufacturer received a returned sample on 27-may-2013. However, the sample returned and the carton had a different lot number 1172m5903 hence the inspection results were inconclusive. Retain sample inspection noted no nonconformance or manufacturing defects related to this complaint. A review of the data associated with the complaint revealed no adverse trends and no trend involving this lot. Device history record review noted no incident in regards to process deviations or any atypical situation. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non serious.